Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, there were issues experienced with loading or firing of the clips. It was also noted that staples attempted to come off track. Another device was used to complete the case. There was no patient injury.